Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was found deceased at home on the bed with both power cables disconnected. The driveline was still connected to the system controller and the system controller was alarming.

Manufacturer narrative:
Device evaluation: the reported event of power cable disconnection was confirmed per the log file evaluation. However, the cause of the power cable disconnect could not be conclusively determined. The instructions for use provides instructions for exchanging power sources and warns that at least one system controller power lead must be connected to a power source at all times. If both power leads are disconnected at the same time, the pump will stop. The returned system controller, serial number (B)(4), was functionally tested using laboratory equipment and was found to function as intended, even when the cables were manipulated. The white and the black power leads were independently disconnected and the system continued to function properly. The reported event of the system controller being disconnected from the power source was confirmed based on the analysis of the downloaded log file. The log file recorded approximately 3 days and 20 hours of data, where two pump stop events were captured. Two time clock reset events were also observed, which suggests that the system power was interrupted and the pump speed dropped to zero rpm. The analysis of the pump stop/time clock reset events confirms that both system controller¿s power cables were disconnected from the power source, which resulted in the pump stop events recorded in the log file. A section of (B)(4) percutaneous lead approximately 2.5 inches from the connector was returned with (B)(4). No damage to the silicone sleeve was observed. Electrical continuity testing did not reveal any discontinuities or shorts prior to removing the plastic shield. No damage to the bionate was observed. Minor breakdown of the metal shielding was identified near the metal connector. Visual inspection of the wire found no fracture or breach. The percutaneous lead was submerged in a saline bath for hipot testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the wires that would have resulted in an electrical short. A review of the device history records revealed the devices met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 1 year and 11 months. (Calculated from the date when the system controller was issued to the patient.) The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.